Event description:
Customer reported nurse indicated IV fluids were shooting everywhere from a hole in the tubing at an unspecified location. No pt harm reported. No additional info was available.

Manufacturer narrative:
(B)(4). Product evaluated and customer's experience of leak in the tubing was confirmed. The leak was observed to be due to a rough cut in the pvc tubing approx 0.1330 inches long. The cut is approx 54.5 inches from the male luer. The cause of the damage in the tubing could not be identified. The lot number was identified. The mfg database was reviewed; no quality issues were noted during production build for the involved lot#.